Manufacturer narrative:
The analysis was performed on a cobas ampliprep instrument (serial number: (B)(6)). The investigation determined that the kit s201 t-scrn mpx v2.0 96t us-ivd assay was performing within specifications. Data analysis indicated that the reactive result with a cycle threshold (CT) value of 36.9 was characteristic of a sample with a viral concentration near the limit of detection (lod) of the assay. Such samples may produce wavering results between reactive and non-reactive, which is an expected behavior at low viral concentrations. Positive control targets were robust and sigmoidal, confirming proper assay performance. The most likely cause of the discrepant results was attributed to the sample's viral concentration being near the lod. Clinically, the cause could not be determined as donor history and serology results were not provided. The donation bag associated with the sample was discarded, and no harm or delay in treatment was reported.

Event description:
The initial reporter alleged an unexpected reactive result for hepatitis b virus (hbv) when using the kit s201 t-scrn mpx v2.0 96t us-ivd assay on the cobas ampliprep instrument. A plasma sample for blood donation was tested as an individual donation test (idt) and generated a reactive hbv result with a cycle threshold (CT) value of 36.9. Repeat testing from the same tube was non-reactive. A new sample from the same donor was tested and was also non-reactive. Serology results for the sample were not provided. The donation bag associated with the sample was discarded.